Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 53mm abdominal aortic aneurysm. The bi furcate was delivered up patient's left and contralateral limbs (16x16x82 <(>&<)> 16x24x124) also were delivered as planned. It was reported that during the index procedure, the bifurcate delivery system could not be removed. It was said it did not initially appear to be due to the perhaps more expected issue of "catching" a suprarenal stent between the metal part of the tapered tip and the top of the spindle, as these could be separated and no release occurred. The entire delivery system was unable to be removed, attempts were made by  rotating and pushing (which would only move the part that was in the iliac, the top of the device wouldn't move) . Also the physician tried ballooning several times to "pop" it off of the obstruction/stent using both a mdt and non mdt balloon and a buddy wire, but it still did not release.  With the rotating and pushing, eventually the back-end wheel was unable to control the movement of the taper tip. However when pushing the device up, the taper tip would move somewhat. The physician could not move the device up or down. Pushing it up would result in tension/movement in the iliac artery but the top end still would not release. It was reported that the imaging equipment at the facility is older , so it wasn't exactly clear what was caught/pinning the delivery device, but it  could seen that one of the suprarenal stents was bent downwards. The decision was made to convert to open repair to explant the device. The main body was manipulated quite a bit and was cut to remove, but a bent suprarenal stent was observed. The damaged delivery device was also cut to remove it.  Per the physician the cause of the event could not be determined but the patient was noted to have somewhat tortuous iliac arteries.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; it was confirmed the limbs were explanted as well but there were no issues observed with the delivery or deployment of the limbs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the delivery system returned with the detached tip and explanted grafts. The external slider was partially open, and the backend wheel was in the closed position. Excessive bunching was observed along the graft cover. Twisting of the graft cover was evident distal to the strain relief. A break was visible to the spiral tubing and inner member. Excessive deformation was observed to the spiral tubing proximal and distal to the break site. A long radial scratch was visible on the taper tip. The removal difficulties were confirmed through analysis. Explant analysis a transection cut was visible through the bifurcate body and the ipsilateral leg. Deformation was visible to a suprarenal stent. Film analysis the removal difficulties could not be fully confirmed from the still images returned; therefore, the cause of the events could not be determined. The stent deformation was confirmed, but equally, the cause of the event s could not be determined. Procedural angiogram videos showing the deployment of the suprarenal stents and attempts to remove the delivery system were not provided. The still images available were of poor resolution. It is possible that the reported anatomical considerations such as tortuosity of the iliac vessels may have been a contributory factor this this event, but this could not be confirmed. Photo analysis three (3) photos were received from the account. One (1) photo captures excessive bunching along the graft cover. Excessive deformation, separation and overlapping is evident to the spital tubing extending from the spindle in the second photo. The deployed graft is captured in the final photo. One (1) of the suprarenal stent is deformed and pulled downwards. A transectional cut is visible through the graft material and stent rings. The reported removal difficulties were confirmed based on the deformation evident from the photos provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.